Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that when unplugged, the battery indicator went to zero within 2 minutes. The fse replaced the power supply assembly and the unit passed all functional and safety tests and was handed back to customer in good working condition.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing by the user, the cs100 intra-aortic balloon pump (iabp) unit has low battery back up. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Corrected data: e1 (initial reporter) updated data: b4, e1 (email), g3, g6, h2, h10, h11.